Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient received a durable right ventricular assist device (rvad). Vad team requested low flow alarm threshold be dropped to 2.0lpm. Low flow alarm threshold was dropped to 2.0lpm on both primary and backup controllers.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Manufacturer's investigation conclusion: no device-related issues with (B)(6) were reported or identified through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further complaints reported at this time. Upon further review, the information covered in this record was determined to be non-complaint; however, since an MDR (medical device report) was submitted prior to this additional information being provided, this record remains documented in our complaint handling system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced shortness of breath due to the right heart failure. The right heart failure was pre-existing to implant and no device issue contributed. There were no low flows as the rvad was just running at a lower speed.